Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 2.2, lab: 1.7. Date: same day, inratio: 7.1, lab: 4.7.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Manufacturer reviewed proper testing technique and explained proper comparison procedures. Caller reported that the comparisons were done 16 hours apart. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 2.2, lab: 1.7, mean: 1.95, confidence limits: 1.3-2.7. Date: same day, lab: 7.1, lab: 4.7, mean 5.90, confidence limits: unable to determine. The mean of the inratio meter and comparative system inr were calculated. Test 2 mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. In-house accuracy test date: the month prior, meters sn:in-house meters, retained strip: comparative sys: sysmex 560, 2 therapeutic donors. In-house retain strips tested with inratio meters vs. Sysmex and samples from 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's were calculated and at least two out three replicates for both samples for each lot are within the allowable bias and all meet the above criteria. Product is not expected to be returned for evaluation. Investigation is closed. No corrective action is required as no product deficiency was established.